Event description:
Caller reported an issue with the incorrect time displayed on their device, which was more than five minutes off from the actual time. There was no adverse impact on the customer's blood glucose level, which remained within a normal range. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy recurs, which the caller understood and acknowledged.